Event description:
It was reported that a pump was alarming for a door not fully latched. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom door not fully latched messages was confirmed and reproduced. It was caused by a failed lower auxiliary assembly was replaced.